Event description:
It was reported that during a benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell into the patient. The tip cover accessory was retrieved during same procedure and the customer moved on to another instrument to continue. An intuitive surgical, inc. (Isi) technical support engineer (tse) inquired if the tip cover accessory was correctly installed, but the customer was not able to verify. The procedure was completed. On 18-dec-2023, the following additional information was obtained: the monopolar curved scissors (mcs) instrument and tip cover accessory (tca) were both inspected before use. The mcs tca was retrieved by the other instrument, and removed through the trocar with a laparoscopic instrument. When the mcs tca fell into the patient, the instrument was being used to grasp tissue. The surgeon was unsure of what caused the tca to fall off. The mcs instrument was in use for the length of the procedure before the issue occurred. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. It is unknown if the mcs instrument collided with any other instruments. The tca fell off upon removal of the mcs instrument. There was no difficulty with removing the instrument. It is unknown if the surgical staff noticed any damage on the mcs tca, mcs instrument, or cannula after the event occurred. The procedure was completed robotically. The staff has been advised that the mcs instrument should be returned.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.